Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.

Event description:
The pt was feeling as if he was 'dying from the inside out' after about 8 months of good therapy with the pump. The reported symptoms included feeling very tired, sick and lethargic, nausea, night sweats, chills and difficulty breathing. The concentration and dose of the medication in the pump were decreased. The symptoms were intermittent and not as frequent as before, but still persisted. There were no signs of infection over the pump site. Allergy to the catheter material was suspected. Allergy testing revealed a response to 4719 silicone and mdx 70 silicone. The event was attributed to the pump. The pump and part of the catheter were removed by pt requested. The pump was used to deliver morphine. No injury to the pt was reported and he recovered without sequela.